Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the up arrow button on the insulin pump was unresponsive when attempting to deliver a bolus. Customer could not recall any significant event that led to this keypad issue. He stated that the bolus wizard was not working. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. The bolus wizard functioning properly per bolus wizard sample in the user guide. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.